Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating while in use, "check defibrillator electrodes" error message was displayed. The device was swapped out while on the call. Patient was in cardiac arrest at the time of the event.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating while in use, "check defibrillator electrodes" error message was displayed. The device was swapped out while on the call. Patient was in cardiac arrest at the time of the event.